Event description:
It was reported that a stent was deployed in a vessel smaller than the referrence vessel diameter, resulting in stage 4 rupture. After deployment of the stent, an immediate drop in blood pressure was observed, and the rupture was confirmed angiographically. The patient became hypotensive, and was intubated. Pericardiocentisis was performed, and the patient was sent for emergent bypass surgery. The patient expired after surgery. It was reported that the patient outcome was due to the use of a stent which was too large for the vessel. There was no deficiency observed related to the stent delivery system.